Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
The patient suffered from septic shock of unclear origin and thrombosis. No more information has been reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. 03-apr-2025 update: thrombosis of v. Axillaris and v. Brachialis I. On the left side has been found. According to the hospital letter, the patient suffered from an episode of persistent atrial fibrillation. The patient was hospitalized and given amiodarone for cardioversion. An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
The patient suffered from septic shock of unclear origin and thrombosis. No more information has been reported. Should additional information be received, this file will be updated.